Event description:
It was reported "on removal sheath only 1cm in length, rest of sheath retained in patient. It was used on a pediatric patient. Patient was returned to theatres for removal. Medical notes states that there was no resistance felt during removal." The patient's current condition is reported as "satisfactory".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed the catheter body was separated towards the juncture hub. There was a kink adjacent to the juncture hub. Microscopic analysis revealed that the points of separation were observed to be rough and jagged. Signs of solidified medication were observed within the catheter. It was noted that the exterior of the catheter towards the separation point had signs of damage consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.). The catheter body separated 9 mm from the juncture hub. The overall length of the catheter from the juncture hub to the distal tip measured 54 mm, which is within the specification limits of 52-56 mm per catheter product drawing. The catheter body outer diameter measured 0.93 mm, which is within the specification limits of 0.89-0.94 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Additional information from the customer states that "the catheter was being removed in preparation for discharge to the ward. No tools were used, the tape was peeled off the patient's skin and then the line was pulled out." When initially securing the catheter onto the patient, "no tools were used, the tape was peeled off the patient's skin and then the line was pulled out." Therefore, the customer stated that they did not use any sharp instruments during the securement nor the removal of the device. A device history record review was performed, and no relevant findings were identified. The product IFU warns the user, "warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of arterial catheter separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed the catheter body was separated towards the juncture hub. There was a kink adjacent to the juncture hub. Microscopic analysis revealed that the points of separation were observed to be rough and jagged. It was noted that the exterior of the catheter towards the separation point had signs of damage consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors , etc.). However, the customer stated that they did not use any sharp instruments during the securement nor the removal of the device. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, the root cause is undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on removal sheath only 1cm in length, rest of sheath retained in patient. It was used on a pediatric patient. Patient was returned to theatres for removal. Medical notes states that there was no resistance felt during removal." The patient's current condition is reported as "satisfactory".